Manufacturer narrative:
The technician replaced both of the worn foot end brake casters to repair the stretcher.

Event description:
Information received indicates when the brake is engaged the foot end casters continue to swivel.